Event description:
The clinic reported that a laser vision correction patient presented with cystic epithelial ingrowth in the right eye and noncystic epithelial ingrowth in the left eye approximately one week post treatment. A flap lift and rinse was performed on the left eye. The patient stated that they experienced decreased vision in the left eye. The patient also complained about experiencing dry eye. There was no loss of best corrected visual acuity (bcva) reported. The patient had recovered and the condition was resolved by (B)(6) 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.